Manufacturer narrative:
The catheter was returned with no obvious physical damage. The device met all functional and electrical specifications except for the thermistor wire. Disassembling the shurelink connector revealed no defects. The distal end of the catheter was dissected but due to the damage caused upon dissection it was not possible to determine the cause for the out of spec thermistor.

Event description:
It was reported that no temperature change occurred. A stinger ablation catheter was selected for a atrioventricular reentrant tachycardia (avrt) procedure. However, it was noticed that the temperature always displayed 25 degrees. The procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that no temperature change occurred. A stinger ablation catheter was selected for a atrioventricular reentrant tachycardia (avrt) procedure. However, it was noticed that the temperature always displayed 25 degrees. The procedure was completed with no patient complications.